Event description:
Related manufacturer reference number: 2017865-2022-22041. It was reported that dislodgement was noted on the right ventricular (rv) lead. On (B)(6) 2022, the physician elected to explant and replace the lead. During the procedure the atrial lead was dislodged, so it was explanted and replaced as well. The patient was discharged after the procedure with no complications.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with the helix extended within specification and was clogged with blood/tissue. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.